Event description:
When the 3.5x13 cypher stent was taken out of the package and examined on the table before the procedure, the proximal part of the balloon looks "wrinkled and smashed" and the physician did not use it on the patient. Analysis of the returned device indicated that the proximal part of the balloon was accordioned. The unit appeared to have a bend at the proximal marker band. The tip was also damaged; it was frayed and peeled.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.